Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It was reported that the aiming arm would not target the nail correctly despite all efforts.